Event description:
Pt had recurrent staph epidermidis bacteremia, vegetation on pacer leads, endocarditis. Md decided all leads and pacer needed to come out to clear up infection - device and leads never failed.